Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the needle of four sub-q-set subcutaneous infusion sets with a 27-gauge needle were not beveled in which the subcutaneous disc medication could not be placed. This was observed during setup and preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual devices were not available; however, twenty-three (23) companion samples were received for evaluation. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. No damaged was observed in all companion samples. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted